Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot evaluate the subject device. The device history record indicates that the subject device has been shipped in conformity to the specifications. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon is attributed to the inappropriate handling by the user. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure, the stent pushed out from the distal end of the subject device. The stent was used in the previous procedure. The user brushed the subject device manually after the previous procedure. There were no reports of patient injuries related to this incident.